Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("unusually heavy menstrual periods/ menorrhagia"), menometrorrhagia ("menometrorrhagia") and genital haemorrhage ("irregular and heavy, prolonged bleeding") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 8 months 9 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced menstruation irregular ("irregular menses"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced ovarian cyst ("one simply cyst on the left ovary"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain") and fatigue ("fatigue"). The patient was treated with medroxyprogesterone (depo provera), surgery (cryo-ablation on (B)(6) 2014) and surgery (cryo-ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, menometrorrhagia, abdominal pain, ovarian cyst, fatigue and menstruation irregular outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. The reporter considered abdominal pain, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, menstruation irregular, ovarian cyst and pelvic pain to be related to essure. The reporter commented: by dec-2014, plaintiff was still experiencing pain and bleeding. Physician suggested novasure since the prior ablation did not improve her symptoms. Plaintiff continued to present to office several times throughout the first quarter of 2015 with complaints of irregular and heavy bleeding and pain. Removal of the coils was discussed. She continued to complain of pelvic pain and abnormal, heavy bleeding at each visit throughout 2016. She was in the process of scheduling a removal procedure. Plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2014: complaints of menorrhagia and menometrorrhagia hysterosalpingogram - on (B)(6) 2014: bilateral occluded fallopian tubes ultrasound scan - on an unknown date: coils in place and intact ultrasound scan vagina - on (B)(6) 2014: interpreted as normal; in (B)(6) 2015: one simply left ovary cyst, with essure in place most recent follow-up information incorporated above includes: on 9-aug-2017: quality-safety evaluation of product technical complaint. Entry of FDA codes and addition of ptc global number. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she was told after her removal surgery that a piece of one of her coils as left in her body'), menorrhagia ('unusually heavy menstrual periods/ menorrhagia/abnormal bleeding') and menometrorrhagia ('menometrorrhagia') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), 8 months 9 days after insertion of essure. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced menstruation irregular ("irregular menses"). On (B)(6) 2014, the patient experienced genital haemorrhage ("irregular and heavy, prolonged bleeding"). In (B)(6) 2015, the patient experienced ovarian cyst ("one simply cyst on the left ovary"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and fatigue ("fatigue"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (cryo-ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the device breakage, menorrhagia, menometrorrhagia, abdominal pain, ovarian cyst, fatigue and menstruation irregular outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. The reporter considered abdominal pain, device breakage, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, menstruation irregular, ovarian cyst and pelvic pain to be related to essure. The reporter commented: by (B)(6) 2014, plaintiff was still experiencing pain and bleeding. Physician suggested novasure since the prior ablation did not improve her symptoms. Plaintiff continued to present to office several times throughout the first quarter of 2015 with complaints of irregular and heavy bleeding and pain. Removal of the coils was discussed. She continued to complain of pelvic pain and abnormal, heavy bleeding at each visit throughout 2016. She was in the process of scheduling a removal procedure. Plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2014: results: complaints of menorrhagia and menometrorrhagia. Hysterosalpingogram - on (B)(6) 2014: results: bilateral occluded fallopian tubes. Ultrasound scan - on an unknown date: results: coils in place and intact. Ultrasound scan vagina - on (B)(6) 2014: results: interpreted as normal; in (B)(6) 2015: results: one simply left ovary cyst, with essure in place. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: event "she was told after her removal surgery that a piece of one of her coils as left in her body" added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she was told after her removal surgery that a piece of one of her coils was left in her body'), menorrhagia ('unusually heavy menstrual periods/ menorrhagia/abnormal bleeding') and menometrorrhagia ('menometrorrhagia') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On (B)(6)-2014, the patient experienced pelvic pain ("pelvic pain"), 8 months 9 days after insertion of essure. On (B)(6)2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced menstruation irregular ("irregular menses"). On (B)(6)2014, the patient experienced genital haemorrhage ("irregular and heavy, prolonged bleeding"). In (B)(6) 2015, the patient experienced ovarian cyst ("one simply cyst on the left ovary"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and fatigue ("fatigue"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (cryo-ablation on (B)(6)2014 and essure removal done). Essure was removed. At the time of the report, the device breakage, menorrhagia, menometrorrhagia, abdominal pain, ovarian cyst, fatigue and menstruation irregular outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. The reporter considered abdominal pain, device breakage, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, menstruation irregular, ovarian cyst and pelvic pain to be related to essure. The reporter commented: by (B)(6)2014, plaintiff was still experiencing pain and bleeding. Physician suggested novasure since the prior ablation did not improve her symptoms. Plaintiff continued to present to office several times throughout the first quarter of 2015 with complaints of irregular and heavy bleeding and pain. Removal of the coils was discussed. She continued to complain of pelvic pain and abnormal, heavy bleeding at each visit throughout 2016. She was in the process of scheduling a removal procedure. Plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6)2014: results: complaints of menorrhagia and menometrorrhagia. Hysterosalpingogram - on (B)(6)2014: results: bilateral occluded fallopian tubes. Ultrasound scan - on an unknown date: results: coils in place and intact. Ultrasound scan vagina - on (B)(6)2014: results: interpreted as normal; in (B)(6)2015: results: one simply left ovary cyst, with essure in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc(product technical complaint). Explant-yes and removal surgery reported hence action taken with drug updated to drug withdrawn. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she was told after her removal surgery that a piece of one of her coils was left in her body'), heavy menstrual bleeding ('unusually heavy menstrual periods/ menorrhagia/abnormal bleeding') and menometrorrhagia ('menometrorrhagia') in a 38-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, pelvic adhesions and pid pelvic inflammatory disease. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), 8 months 9 days after insertion of essure. On (B)(6) 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced menstruation irregular ("irregular menses"). On (B)(6) 2014, the patient experienced genital haemorrhage ("irregular and heavy, prolonged bleeding"). In (B)(6) 2015, the patient experienced ovarian cyst ("one simply cyst on the left ovary"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and fatigue ("fatigue"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (cryo-ablation on (B)(6) 2014 and essure removal done. Laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, heavy menstrual bleeding, menometrorrhagia, abdominal pain, ovarian cyst, fatigue and menstruation irregular outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. The reporter considered abdominal pain, device breakage, fatigue, genital haemorrhage, heavy menstrual bleeding, menometrorrhagia, menstruation irregular, ovarian cyst and pelvic pain to be related to essure. The reporter commented: by (B)(6) 2014, plaintiff was still experiencing pain and bleeding. Physician suggested novasure since the prior ablation did not improve her symptoms. Plaintiff continued to present to office several times throughout the first quarter of 2015 with complaints of irregular and heavy bleeding and pain. Removal of the coils was discussed. She continued to complain of pelvic pain and abnormal, heavy bleeding at each visit throughout 2016. She was in the process of scheduling a removal procedure. Plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2014: results: complaints of menorrhagia and menometrorrhagia. Hysterosalpingogram - on (B)(6) 2014: results: bilateral occluded fallopian tubes. Ultrasound scan - on an unknown date: results: coils in place and intact. Ultrasound scan vagina - on (B)(6) 2014: results: interpreted as normal; in (B)(6) 2015: results: one simply left ovary cyst, with essure in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: mennorhagia batch no b34602 expiration date 2016-05-31 manufacture date: 2013-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she was told after her removal surgery that a piece of one of her coils was left in her body'), heavy menstrual bleeding ('unusually heavy menstrual periods/ menorrhagia/abnormal bleeding') and menometrorrhagia ('menometrorrhagia') in a 38-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, pelvic adhesions and pid pelvic inflammatory disease. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), 8 months 9 days after insertion of essure. On (B)(6) 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced menstruation irregular ("irregular menses"). On (B)(6) 2014, the patient experienced genital haemorrhage ("irregular and heavy, prolonged bleeding"). In (B)(6) 2015, the patient experienced ovarian cyst ("one simply cyst on the left ovary"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and fatigue ("fatigue"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (cryo-ablation on (B)(6) 2014 and essure removal done. Laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, heavy menstrual bleeding, menometrorrhagia, abdominal pain, ovarian cyst, fatigue and menstruation irregular outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. The reporter considered abdominal pain, device breakage, fatigue, genital haemorrhage, heavy menstrual bleeding, menometrorrhagia, menstruation irregular, ovarian cyst and pelvic pain to be related to essure. The reporter commented: by dec-2014, plaintiff was still experiencing pain and bleeding. Physician suggested novasure since the prior ablation did not improve her symptoms. Plaintiff continued to present to office several times throughout the first quarter of 2015 with complaints of irregular and heavy bleeding and pain. Removal of the coils was discussed. She continued to complain of pelvic pain and abnormal, heavy bleeding at each visit throughout 2016. She was in the process of scheduling a removal procedure. Plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2014: results: complaints of menorrhagia and menometrorrhagia. Hysterosalpingogram - on (B)(6) 2014: results: bilateral occluded fallopian tubes. Ultrasound scan - on an unknown date: results: coils in place and intact. Ultrasound scan vagina - on (B)(6) 2014: results: interpreted as normal; in (B)(6) 2015: results: one simply left ovary cyst, with essure in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information , date of birth, lot no, date explanted, other relevant history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("unusually heavy menstrual periods/ menorrhagia"), menometrorrhagia ("menometrorrhagia") and genital haemorrhage ("irregular and heavy, prolonged bleeding") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure at an unspecified dose and frequency. On (B)(6) 2014, 251 days after starting essure, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required) and menometrorrhagia (seriousness criteria medically significant and clinically significant/intervention required). On (B)(6) 2014, the patient experienced menstruation irregular ("irregular menses"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced ovarian cyst ("one simply cyst on the left ovary"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain") and fatigue ("fatigue"). The patient was treated with medroxyprogesterone (depo provera) and surgery (cryo-ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, menometrorrhagia, abdominal pain, ovarian cyst, fatigue and menstruation irregular outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. The reporter considered menorrhagia, menometrorrhagia, genital haemorrhage, pelvic pain, abdominal pain, ovarian cyst, fatigue and menstruation irregular to be related to essure. The reporter commented: by (B)(6) 2014, plaintiff was still experiencing pain and bleeding. Physician suggested novasure since the prior ablation did not improve her symptoms. Plaintiff continued to present to office several times throughout the first quarter of 2015 with complaints of irregular and heavy bleeding and pain. Removal of the coils was discussed. She continued to complain of pelvic pain and abnormal, heavy bleeding at each visit throughout 2016. She was in the process of scheduling a removal procedure. Plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was bilateral occluded fallopian tubes. On (B)(6) 2014: ultrasound scan vagina result was interpreted as normal. On (B)(6) 2014: gynaecological examination result was complaints of menorrhagia and menometrorrhagia. In (B)(6) 2015: ultrasound scan vagina result was one simply left ovary cyst, with essure in place. On an unknown date: ultrasound scan result was coils in place and intact. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented menometrorrhagia and unusually heavy menstrual periods/ menorrhagia. Consumer underwent a cryo-ablation to treat the abnormal bleeding around one year after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, genital bleeding and menses pattern changes may occur. In this present case, consumer had menometrorrhagia and menorrhagia during essure's use. Given events' nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since an intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.